Event description:
It was reported that patient had presented to the emergency room with altered mental status. Patient was given narcan and did not respond. It was stated that they were not sure if symptoms were pump related. It was noted the call was to have the pump turned off. The pump system was delivering dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the last order for the patient refill was written 2011-(B)(6) and the healthcare provider (hcp) was unaware of any recent issue or current treatment plan as the patient was no longer following with their office. It was unknown who the patient's; current healthcare provider was. It was further reported this had nothing to do with our device and additional information was not provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).